Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection, using an implant that was too long, or a malpositioned implant that was placed too deep.

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient's si joint pain resolved following the procedure, but reported a new radicular pain. The surgeon determined that the most cranial implant was impinging on the neuro-foramen. In (B)(6) 2017, the surgeon performed a revision surgery where he removed the cranial implant. The implant was solidly fixed in bone and required the use of chisels to remove it. No other implants were adjusted or removed. The patient's radicular pain resolved following the revision procedure.